Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while wearing the infusion device. The patient stated she did not know if hyperglycemia was due to exposure of insulin to heat or a device malfunction. The patient disconnected from the infusion device and administered insulin with an insulin pen. However, blood glucose levels did not decrease and the patient was hospitalized. The blood glucose results and treatment obtained at the hospital was not provided. The patient was hospitalized for 7 days and is currently stable. The infusion device was requested to be returned for product evaluation, however the patient has declined to return it.